Manufacturer narrative:
Device discarded. Pending DHR review.

Event description:
Frayed pieces of the anchor appeared to have shredded off when being inserted into the bone. All pieces removed.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided and no relevant clinical information was received to assist in the evaluation. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
Date received by MFR date added.